Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation description of event: it was reported after delivery due to lack of uterine contraction the patient lost about 800ml of blood after caesarean section. The surgeon placed a cook bakri postpartum balloon with rapid instillation components transabdominally as treatment of postpartum hemorrhage (pph). The bakri balloon was placed without the use of metal tools. During the procedure, it was found that the saline solution injected into the balloon was leaking, and it was confirmed by bedside ultrasound that the volume of the balloon was gradually shrinking and could not achieve the expected hemostasis. After removal, the balloon was found to be damaged, so the balloon was immediately replaced. The patient continued to lose about 900ml of blood, and the total blood loss was about 1700ml. A new balloon was placed to stop the bleeding, and the operation was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the device, were conducted during the investigation. One cook bakri postpartum balloon with rapid instillation components was returned in an open package with label. There was an open package in the marketing box with a different lot number. The label on the marketing box had the lot number marked out. The complaint device was visually inspected, and no damage to the device was noticed. The balloon was inflated with water, and a pinhole leak was observed in the balloon material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed, and no related non-conformances were found. A review of complaint history records shows two other complaints similar with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported after delivery due to lack of uterine contraction the patient lost about 800ml of blood after caesarean section. The surgeon placed a cook bakri postpartum balloon with rapid instillation components transabdominally as treatment of postpartum hemorrhage (pph). The bakri balloon was placed without the use of metal tools. During the procedure, it was found that the saline solution injected into the balloon was leaking, and it was confirmed by bedside ultrasound that the volume of the balloon was gradually shrinking and could not achieve the expected hemostasis. After removal, the balloon was found to be damaged, so the balloon was immediately replaced. The patient continued to lose about 900ml of blood, and the total blood loss was about 1700ml. A new balloon was placed to stop the bleeding, and the operation was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.